Event description:
Vessel sealer quit working in the middle of the case. The staff tried to reset the instrument, but the surgeon's console identified it as an error, and therefore could no longer use the vessel sealer.